Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that during their initial implant on (B)(6), they nicked the patient¿s spine and fried the inside of their legs. ¿something went terribly wrong. Their body was rejecting it.¿ the patient¿s wife told ¿them¿ to take it out. Someone put a washcloth on the patient¿s foot and it caused excruciating pain. According to manufacturer records, this device was replaced (B)(6) 2014. Additional information has been requested regarding circumstances, cause, interventions, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.